Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that during implant procedure, the right ventricular lead would not stay in position due to the patient¿s anatomy and tricuspid regurgitation. The lead was removed and replaced. Patient was in stable condition.